Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On march 22, 2021, olympus medical systems corp. (Omsc) received the literature titled "interventional bronchoscopic therapy in adult patients with tracheobronchial mucoepidermoid carcinoma". This study was conducted on the interventional bronchoscopic therapy for 12 patients with tracheobronchial mucoepidermoid carcinoma (mec) from july 2008 to february 2016. In the literature, it was reported that chest pain, a small amount of hemoptysis, significant bleeding, and death occurred. The chest pain, a small amount of hemoptysis, significant bleeding were considered to be adverse events related to the procedure. 2 cases of death were not considered to be adverse events related to the procedure due to died caused by tumor metastasis. 2 cases of chest pain disappeared in 3 days and a small amount of hemoptysis spontaneously ceased in a week. One patient was terminated because of significant bleeding during the procedure. Therefore, omsc assumes that significant bleeding during the procedure was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event need for significant bleeding during the procedure.